Event description:
It was reported that a patient using the ilet experienced a high blood glucose, peaking at 242 mg/dl on a freestyle libre 3 plus continuous glucose monitor (cgm), after forgetting to announce a meal and consuming additional snacks; the infusion set was a cannula set placed in the abdomen. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to user interface and improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.